Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of laparoscopic roux-en-y cyst excision procedure, the patient had biliary stricture at 7th month of follow up. A revision was performed with an open right subcostal incision. The anastomosis showed dense fibrosis and stricture. The patient is alive.